Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a radial artery harvest the vasoview hemopro 2 bisector continued to time out and shut down inappropriately. The pre-cautery test was not performed. The beeping sound was not heard when the toggle was pulled back to activate the device. Power setting at 3. An attempt was made to wait for the cooldown period, but it still timed out. A new extension cable was tried and it still timed out. Another kit was opened to finish case and the new unit worked appropriately. There was only a short procedure delay in troubleshooting and opening a new kit. No patient harm or injury due this incident.